Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with nflex rod construct on an unknown date. On an unknown date, the nflex construct broke. Patient returned to the or on an unknown date, and a revision surgery was completed. No further information is available at this time. This is 6 of 6 reports for this event.